Event description:
Part of the tampon was still inside- vagina [foreign body in reproductive tract]3. Part of the tampon was still inside... Unraveled [device breakage]. Case narrative: consumer reported via email that part of the tampon remained inside her vagina. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.